Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was not turning on. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the failure in host pc. The defective host pc was returned to failure analysis and confirmed that the system was unable to boot up, no power due to faulty psu. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system would not turn on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.